Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert via remote monitoring for high, out of range shock impedance measurements. The patient was seen in clinic for follow up where a commanded 1.1 joule and 41 joule shock were delivered. This resulted in measurements of 75 ohms and greater than 125 ohms respectively. Boston scientific technical services indicated that the ra coil appeared to be what was contributing to the clinical observation and suggested programming the shocking vector to can to rv coil and re-testing with commanded shocks. This was done with resulting impedances of less than 125 ohms. The device was therefore reprogrammed can to rv. It was also reported that defibrillation threshold (dft) testing was attempted to be performed but ventricular tachycardia (vt)/ventricular fibrillation (vf) did not sustain long enough to perform testing. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies, and the setscrews moved freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high shock lead impedances a few years ago. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This report is being filed with analysis details.